Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 was determined to be a loose connection. The cause of the connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy dwell three of six. The home patient (hp) stated that the patient line disconnected. The technical services representative (tsr ) assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.